Event description:
It was reported to intuvie that the pump failed the ground resistance test, measuring 117 ohms, which exceeds the acceptance criterion of < 0.1 ohms. The failure mode was confirmed during testing. At this time, the probable cause of the ground resistance failure has not been determined. Corrective action has not yet been identified. A supplemental report will be submitted once the investigation is complete and corrective action has been implemented. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that the pump failed the ground resistance test, measuring 117 ohms, which exceeds the acceptance criterion of < 0.1 ohms. The failure mode was confirmed during testing. At this time, the probable cause of the ground resistance failure has not been determined. Corrective action has not yet been identified. A supplemental report will be submitted once the investigation is complete and corrective action has been implemented. Reference to complaint # (B)(4).